Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote; however, the quote has expired and no further actions were performed by philips. It could not be determined if the device was repaired and if the issues were resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the device would need a new battery, pm pbca, air-flow assembly, and front bezel replacement. The following details were provided regarding the failures potentially associated to the event. The se reported that while evaluating the device, it was found that two error codes (ec 1124, and 1115) were observed that could be the reason why the device shut off. The se reported that the battery was installed by a third-party, which could have damaged the pm pcba board which goes in hand with error code 1115. It was recommended to replace either the power supply or the pm pbca. The power supply was within specifications, but the pm pbca may need to be replaced. It was then reported that with further testing, the average air on this device is reading between 1.1- 1.3. Slpm. This is over the device¿s recommended tolerance. It should read between 1.0/-1.0. Additional information has been requested.

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. The investigation is ongoing.